Manufacturer narrative:
Product complaint # ==> (B)(4). This is a duplicate report of 1818910-2016-17631. 1818910-2019-103798 is being retracted as it is a report duplication. 1818910-2016-1763 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 20 august 2019 for MDR reportability. On (B)(6) 2014, the patient underwent right knee arthroplasty due to osteoarthritis. The surgeon reported no intraoperative complications. Attune knee system was utilized in the procedure, as well as smartset cement. On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component and pain. The surgeon indicated tibial component was loose at the cement to implant interface and was easily removed. The surgeon noted there was minimal bone loss. The surgeon reported both the femoral component and the patella were both solid. No intra-operative complications were reported, the surgeon noted the patient was taken to recovery in stable condition. Attune tibial base and insert were utilized in the revision. Competitor cement was utilized. Doi: (B)(6) 2014. Dor: (B)(6) 2016 (rt knee).